Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The patient passed, unrelated to the device. The pacemaker was explanted posthumous. Further information was requested but has not been received.